Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of 7 inch mic ext set w/1.2mf were clogged/blocked/occluded. The following information was provided by the initial reporter: staff nurses have a noticed an increased incidence of clogging in the 1.2 micron low protein binding filters (20129e). We use these filters for our lipid infusions. Once the filter clogs, the nurse must break into the central line to replace the filter. Are you able to provide a batch no. For the product reported? No. Are you able to provide a date for the incident reported? No. I understand that this issue has been reoccurring. Can you provide dates of other incidents? Nursing staff has reported this to be an ongoing issue over several weeks in (B)(6). It now seems to be resolved. Not sure if it was a bad batch of filters or an educational issue.

Event description:
It was reported that an unspecified number of 7 inch mic ext set w/1.2mf were clogged/blocked/occluded. The following information was provided by the initial reporter: staff nurses have a noticed an increased incidence of clogging in the 1.2 micron low protein binding filters (20129e). We use these filters for our lipid infusions. Once the filter clogs, the nurse must break into the central line to replace the filter. Are you able to provide a batch no. For the product reported? No. Are you able to provide a date for the incident reported? No. I understand that this issue has been reoccurring. Can you provide dates of other incidents? Nursing staff has reported this to be an ongoing issue over several weeks in june. It now seems to be resolved. Not sure if it was a bad batch of filters or an educational issue.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 07/06/2020. Investigation conclusion. It was reported that the filters clog for lipid infusions. Received one used filter extension set model 20129e lot unknown. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed white lipid fluid within model 20129e¿s 1.2 micron ped filter (p/n 605732-000) and throughout the set. No visible damages or issues were observed during initial visual inspection. Functional testing was performed by attaching a 10ml lab syringe filled with water to the set¿s female luer and one 18 cannula needle to the set¿s male luer end. The syringe plunger was very slowly depressed to flush the remaining contents. Resistance was immediately observed when attempting to flush the set while lipid fluid was slowly exiting the cannula. The syringe and connected set were loaded into a lab syringe module and programmed for an infusion rate of 10ml/hr and vtbi of 10ml. After starting the infusion, an ¿occluded patient side¿ alarm occurred as expected since lipid fluid was not exiting the extension set¿s end. The set was removed and a second attempt of flushing was performed. The filter set was then able to flush the remaining white lipid fluid with no resistance. The set was reloaded into the lab syringe module and completed the infusion without any further alarm issues. Bd r&d has been informed of the filter component failure and is currently investigating the issue. R&d actions are underway captured under project pe00483. Equipment used (measurement and testing performed on (B)(6)2020) .- 8015 alaris pcu 1.5, eq10291, calibration due date: (B)(6)2021. - 8100 alaris system syringe, eq08313, calibration due date: (B)(6) 2021. A device history record could not be performed due to no lot number was provided by the customer. The root cause identified was the set filter became clogged and the liquid flow became restricted due to the accumulation of infusion particulate over time and repeated use. H3 other text : see h10.